Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported her blood glucose at 600 mg/dl and believes the insulin pump is not delivering like it should. The customer's blood glucose was 137 mg/dl at the time of call. Troubleshooting was performed and the pump will return.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Installed a water filled test reservoir, and primed pump. Verified the units left in the test reservoir and the units left on the display matched. Set a basal rate for 1 hour and monitored the pump for five days. Several boluses were programmed, delivered, and observed the liquid exit the tubing during the bolus deliveries. All basal profiles and programmed bolus delivered their indicated amount and were verified in the daily total history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, slow delivery bolus anomaly, or basal anomaly noted during testing. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. Sep 13 - bolus 2.0 basal 10.3 daily total 12.3 sep 14 - bolus 3.0 basal 24 daily total 27 sep 15 - bolus 1.9 basal 24 daily total 25.9 sep 16 - bolus 0 basal 24 daily total 24 sep 17 - bolus 0 basal 24 daily total 24 sep 18 - bolus 0 basal 12.05 daily total 12.05 total delivered units during monitoring - 125.25 total units left at pump 34.5 total units at pump display + total units delivered for testing = 159.75